Event description:
It was reported via repair work order that both siderails won't latch into the upright position due to a missing compression spring from the latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.